Manufacturer narrative:
See h6: pli 20: catheter: analysis identified damage an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Product type catheter; product ID 8780 serial# (B)(6). Implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system and other applicable components are: product ID 8780 serial#(B)(6) ubd: 2025-04-25 UDI#: (B)(4). Product type catheter; product ID 8780 serial# (B)(6) ubd: 2025-05-02 UDI#: (B)(4). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine with concentration 10 mg/ml at a dose rate of 1.0 mg/day. It was reported that the new catheter was not aspirating.  During the patient¿s initial implant procedure, the first model 8780 catheter (serial # (B)(6)) implanted was not back flowing with cerebrospinal fluid (csf). The patient had good csf flow from the needle when gaining intrathecal (it) access, but once catheter was threaded to t9 no back flow was observed. The physician tried advancing the catheter and pulling back, but still no csf was observed. The purse string suture had not been tightened, and the anchor was not yet on the catheter. The catheter (serial # (B)(6)) was to be returned to the manufacturer.  They then inserted another model 8780 catheter (serial # (B)(6)) and the same issue occurred.  The physician then injected dye into the catheter to verify it placement with success.  The physician decided to proceed with the implant after seeing this evidence.  Regarding environmental/external/patient factors that may have led or contributed to the issue, the patient's medical history of metastatic cancer was indicated. The issue was resolved as of 2023-jul-19.  The patient was without injury regarding their status as of 2023-jul-19.